Manufacturer narrative:
Device evaluation follow-up # 1 submitted 04/01/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following findings:testing confirmed unresponsive keypad. Keypad is torn over the ok button. None of the keypad buttons respond to presses. Keypad removed; up arrow, down arrow and ok button contacts are inverted no other damaged/misaligned contacts found, contamination found under all button contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow, down arrow, and ok keypad buttons required hard presses to elicit a response. The reporter noted damage to the keypad and alleged that the response issues with the buttons had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.